Event description:
It was reported that inappropriate defibrillation therapy and a false over current detection were delivered due to electrocautery. The physician did not program the high voltage therapy to off prior to electrocautery exposure. Abbott technical support was contacted and confirmed the reported events. The physician did not allege a malfunction against the device. The false alert was cleared, and a capacitor maintenance was performed to resolve the event. The patient was in stable condition.